Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a small flexnav delivery system was selected for use. During device preparation, no issues were reporting retracting the device into the flexnav and there were no issues leading the retainer ttabs into the retainer receptacles. During implant, the valve was deployed, however then needed to be re-sheathed. At the time of re-sheathing, "the capsule became trapped by the surrounding calcium around the annulus." The physician "resheath rapidly", which caused accordion-like damage to the capsule structure. The flexnav was exchanged for a new small flexnav delivery system to complete the procedure. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of retraction problem and valve capsule damage was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on all available information, the cause of the reported damage to the valve capsule appears to be a cascading effect of the retraction problem. However, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.